Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that constipated he was in severe pain. He took 2 enemas and finally had a bowel movement. The patient stated that he believes the device was placed wrong as his "balls" are being electrocuted.  The patient stated that he felt a shocking sensation through his testicles. He turned his stimulation up to 0.9 and stated that they jumped around for 15 minutes. The patient is now on program 2 he tries to increase stimulation to 0.6 but stated it was electrocuting his "balls" he lowered it to 0.5 and is more comfortable .he said this is not helping his at all because he is still voiding every hour. He turned therapy off to drive and has not turned it back on. We turned his therapy back on and set it to 0.5 and he is comfortable. The patient also stated that he has severe leg cramps at night and that he feels pressure in his belly when he has an urgency to go.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Nformation was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that constipated he was in severe pain. He took 2 enemas and finally had a bowel movement. The patient stated that he believes the device was placed wrong as his "balls" are being electrocuted.  The patient stated that he felt a shocking sensation through his testicles. He turned his stimulation up to 0.9 and stated that they jumped around for 15 minutes. The patient is now on program 2 he tries to increase stimulation to 0.6 but stated it was electrocuting his "balls" he lowered it to 0.5 and is more comfortable .he said this is not helping his at all because he is still voiding every hour. He turned therapy off to drive and has not turned it back on. We turned his therapy back on and set it to 0.5 and he is comfortable. The patient also statedthat he has severe leg cramps at night and that he feels pressure in his belly when he has an urgency to go.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead h6: previously submitted codes: evaluation code-conclusion 67, evaluation code method 4117 and evaluation code result 3221, device c odes c63043 <(>&<)> c63093 and patient code c50541 apply to neu_unknown_lead lot # unknown. The remaining codes that were sent in prior reports apply to 353101 external neurostimulator (ens), serial # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the advanced evaluation patient on 2020-oct-16. They reported that they had to decrease stimulation as it made their spine hurt and that when they woke up that morning, (2020-(B)(6) their spine was very tender. The patient reported that they were up every hour in the last night to void. They also reported that their right testicle felt like it was on an electrical wire. On 2020-(B)(6), the patient stated that they were still in pain at their spine and on 2020-(B)(6), the patient stated that they were experiencing an electrocuting feeling in their right testicle. No further complications were reported at this time.